Event description:
During bilateral iliac artery grafting, surgeon noted bleeding in excess of "normal" from graft material. Bleeding eventually stopped. Pt's postoperative course was uneventful, and the pt has been discharged.